Manufacturer narrative:
Four (4) samples were received for evaluation. Visual inspection was performed and revealed particulate matter within all four bags. Microscopic inspection was performed on the filter membrane of the first sample and revealed two clear polymeric particles 0.2mm and 0.3mm in length. The morphology of these particles indicated they were generated by needle strikes. Examination of the sleeve stopper determined no material was missing from the entry and exit path of the needle strikes. Additional particles attributed to needle strikes were isolated from the lumen of the membrane tube in the medication port. The lumen had been struck by a sharp implement several times. Microscopic inspection was performed on the second sample and revealed one clear polymeric needle shaving 6.5mm in length. A clear polymeric particle 0.7mm in length from the filter membrane was characterized as a silicate. Inspection observed what appeared to be a needle strike in the lumen of the sleeve stopper. Two clear irregularly shaped polymeric particles 0.1mm to 0.2mm were isolated from the medication port membrane tube lumen and one clear 0.2mm irregularly shaped polymeric particle was isolated from the medication port tube. The lumen had been struck by a sharp implement several times and the morphology of these particles indicated they were generated by needle strikes. Microscopic inspection was performed on the third sample and revealed one light colored fiber-like particle 0.7mm in length, three colorless fibers greater than 1.0mm in length, and a light amorphous flake 0.4mm in size. The morphology of the fibers indicated they were generated by needle strikes. Chemical characterization of the flake was suggestive of a butadiene styrene co-polymer. Examination of the sleeve stopper determined no material was missing from the entry and exit path of the needle strikes. A clear folded polymeric particle 1.6mm in length was isolated from the lumen of the administration port tube. The morphology of the particle was consistent with a needle shaving. The lumen had been struck by a sharp implement several times. A partially adhered needle strike in the lumen of the medication port membrane tube and a loose needle shaving were seen among a series of needle strikes in the lumen. Microscopic inspection was performed on the fourth sample and revealed one colorless fiber-like particle 0.3mm in length and one colorless polymeric particle 0.8mm in length. These particles were consistent with needle shavings. Examination of the sleeve stopper determined no material was missing from the entry and exit path of the needle strikes. Several needle shavings were isolated from the medication port membrane tube lumen and one light colored 0.2mm wedge shaped polymeric particle was isolated from the membrane tube lumen. The lumen had been struck by a sharp implement several times. The wedged shaped particle was chemically characterized as polyvinyl chloride. The cause of the particulate matter was not determined for the four samples. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of four (4) returned 250ml intravia empty containers, particulate matter was observed in the four bags. No additional information is available.